Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation, a farawave catheter and faradrive sheath were selected for use. During the procedure, a spline inversion was noted, the catheter was removed to fix it outside the body, when the device was reinserted into sheath, air was being pulled into the sheath while aspirating. It was verified that the catheter was seated correctly. The sheath was replaced, and the procedure was completed without patient complications. The devices are not expected to be returned as were disposed. It was further reported that air was observed during the reinsertion of the farawave catheter after correcting the spline inversion outside the body. While aspirating, air was being drawn into the valve. No abnormalities were noted during preparation. The devices inside were the non-boston scientific grid mapping catheter first, followed by the farawave catheter. The irrigation method used was a cool point pump, but the flow rate is unknown. Air bubbles were detected in the flush line. The catheter was subsequently disposed of.